Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to log in to medbank and the screen displayed a black screen. A technical support specialist (tss) worked with the field service engineer (fse) to replace the hdd and confirmed that the correct system image was applied. All tables were reverse synced, and bin data were reseeded from the net source. Logmein (lmi) and remote support service (rss) were configured, the 1.7 update package was installed, and application settings were reconfigured to match psma requirements. Duplicate bin attributes were cleared, and verification scripts confirmed no expiration mismatches. The system functioned as intended after the technical support specialist troubleshot and the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to login and displayed a black screen with 'reboot and select proper boot device or insert proper boot device'. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.